Event description:
The core impaction drill was sent for evaluation due to overheating during set-up testing prior to a procedure. There was no procedure delay, and no pt involvement or adverse consequences were reported.

Manufacturer narrative:
Corrosion damage was noted within the internal components of the device.